Event description:
On (B)(6) 2025, patient was implanted with the remede device. Patient had and inflammatory response to the aquacel and dermabond dressing that was applied to wound during implant. Patient was treated with topical hydrocortisone but started to develop a purulent discharge, pt. Felt unwell and had low grade fevers. Patient completed a course of antibiotics but symptoms worsened. Given the low-grade fevers, history of purulent drainage, and worsening clinical course despite antibiotics, system was explanted due to high suspicion of device infection. The remede system device was explanted on (B)(6) 2025 and cultures were obtained from the ipg pocket. On (B)(6) 2025 it was reported that the culture results were mrsa+.

Manufacturer narrative:
This 3500a form is an identical copy of failed 3500a form submission, report number: 3009144-2025-00004 originally submitted on 03apr2025. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.